Manufacturer narrative:
One device was returned for analysis of complaint that the downstream occlusion (dso) diaphragm was cracked. Malfunction was not found in error logs. Complaint was not related to a prior repair of device. Visual and functional testing was performed. Visual inspection showed the dso seal was cracked and needed to be replaced. Probable cause is continued use and physical damage.

Event description:
It was reported that the downstream occlusion diaphragm in the pump was cracked. The device malfunction was found during preventive maintenance testing.